Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device down for more than 10 days, required maintenance. A field service engineer (fse) found that the ghost pocket failure was reported on osc-gi main drawer 2.2 cubie pocket b5 in half height legacy drawer and noticed that the device was not detected on bus. The fse concluded that the drawer 2.2 was not a legacy drawer, and pocket b5 was functioning normally. Medications were removed, and the drawer was deleted, but the issue persisted. The fse worked with customer support center (csc) to run ghost pocket delete scripts and perform data synchronization and confirmed that logs confirmed the station was communicating with the server. The fse identified a bogus hardware failure, instructed the customer to unload medications, and ran device inventory reports and the queries returned with no results but the issue persisted. The fse worked remotely with csc and the customer to create a new station name and delete the old station name. The csc dropped the database and resynced the device to the new station name. The technician reconfigured drawers and reloaded medications for the two drawers. The fse confirmed that all tests in hardware test application (hta) and the application were tested successfully. The system functioned as intended after the field service engineer and csc agent troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had required reconfiguration and remained down for more than 10 days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.